Manufacturer narrative:
The patient is currently stable, was in a transitional care unit (tcu) for a non-cardiac/lvad issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient reported a loud continuous tone alarm when changing power port #1 from ac power to battery. Patient reports power port #2 connected tightly to a battery with 2 bars of power at the time of the incident. States he saw "something red" on the controller but could not remember the details. Reports alarm resolved after 15 seconds when reconnecting a battery to power port #1. It is believed that the battery in power port #2 was not fully connected at the time the patient went to change the power source #1 from cac to a second battery. Log files were sent in confirming double disconnect of power. Patient instructed to watch his batteries closely to see if one or more of them have repetitive issues with connectivity. Patient was concerned that there was an issue with the battery in power port #2. No consequence to patient. No additional information.

Manufacturer narrative:
The battery (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a controller power-up and associated motor start events logged on (B)(6) 2016 at 06:48:57. These events are indicative of all power sources being disconnected from the controller. The data point prior to the controller power up event revealed that a controller ac adapter was connected to power port one and battery (B)(4) was connected to power port two with 38% relative state of charge (rsoc). The data point after the controller power up revealed that battery (B)(4) was connected to power port 1 with 78% rsoc and battery (B)(4) was connected to power port 2 with 95% rsoc. Maximum pump off time is estimated at 11 minutes and 19 seconds. The most likely root cause of the reported event can be attributed to a disconnection of both power sources. Analysis revealed that the battery passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Analysis of the controller could not be performed since the device was not returned for evaluation. The most likely root cause of the reported event can be attributed to a disconnection of both power sources. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Controller - (B)(4) - expiration date: 09/30/2014 - device manufacture date: 09/01/2013. (B)(4).

Manufacturer narrative:
The controller (B)(4) and battery (B)(4) were returned for evaluation. A review of the controller's manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed visual examination. Functional testing revealed that the "no power" alarm failed to sound when both power sources were disconnected. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that the battery was leaking. The most likely root cause of the leak in the battery can be attributed to a faulty internal nimh battery. The observed faulty battery was not related to the reported event. Log file analysis revealed a controller power up event on (B)(6) 2016, at 06:48:57. The data point prior to the loss of power revealed that cac adapter was connected to power port one (1) and (B)(4) was connected to power port two (2) with 38% rsoc. The data point recorded after the loss of power revealed that (B)(4) was connected to power port (1) and (B)(4) was connected to power port two (2). The maximum pump off time was approximately 11 minutes and 19 seconds. As a result, the reported event was confirmed. An internal investigation has been opened to address "no power" audible alarm failures. An internal investigation has been initiated to capture events involving the controller losing power. Based on the available information, a possible root cause of the loss of power can be attributed to an intermittent disconnection on one or both power sources. Additional device(s) involved in event: d1. Heartware® ventricular assist system - controller d4. Serial - (B)(4). H6. Method code(s): 10, 3331, 4112 h6. Result code(s): 131 h6. Conclusion code(s): 4307, 4315 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.